Event description:
The customer stated, that the central monitoring system failed, interrupting centralized patient monitoring. Patient vital signs monitoring continued at the bedside monitors. Note 1 from a1: hospital staff reported that there were patients connected to the system at the time, but did not report any patient ID's.

Manufacturer narrative:
Hard disk drive failure. Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. This customer reported that the system displayed error messages on the display screen and that centralized patient monitoring was interrupted for several hours. Even though centralized monitoring was lost during the time that the system was down, patient vital signs monitoring continued at bedside with the local bedside patient monitor for any patients connected to the system. There were no patients harmed in any way by the event. By event here, we mean the loss of centralized monitoring. Investigation isolated the cause of the problem to a failed computer hard disk drive. The hard disk drive was replaced to restore normal device operation. Data analysis shows that the observed field reliability of the hard disk drive is within expectations for a computer component of this kind and there is no evidence of an adverse trend in reliability.